Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Stand clear icon on device not lighting up.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history logs for this device showed the pad-pak was first installed successfully on the 22nd november 2012 and performed to specification up to and including the last log entry on the 24th april 2016. A test pad-pak was installed and the device passed a self-test. No warnings were given at shut down and the status led continued to flash green. The device was tested on calibrated equipment and delivered a test shock without fault. An acceptable measurement was recorded. The stand clear leds did not illuminate during the power up. The device powered off without any warnings and a flashing green status led. This would confirm the reported fault. Investigation found the fault can be attributed to membrane failure due to a broken track. This resulted in the stand clear leds being extinguished. The stand clear leds failed to illuminate during the investigation. The fault could not be replicated with a new membrane fitted. The instructional leds along with the function of the membrane were tested as part of final test and would indicate the fault occurred after dispatch from heartsine.